Event description:
An ovation prime abdominal stent graft system was implanted in the patient during endovascular repair of an abdominal aortic aneurysm. During the index procedure, the aortic body stent graft was deployed as expected and the aneurysm was successfully excluded. The patient returned for a routine one month follow-up CT on (B)(6) 2014 presenting with a type ia endoleak. It was noted that the patient had a juxtarenal angle of >60 degrees at the level of the seal zone. The physician elected to monitor the patient until another CT is performed at a later date.

Manufacturer narrative:
Remains implanted.

Manufacturer narrative:
The patient returned for a re-intervention on (B)(6) 2014 in which a balloon expandable stent was placed in the proximal seal zone of the aortic body stent graft and the type ia endoleak was successfully resolved with no additional patient sequelae reported.